Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician called for review of episodes involving this right ventricular (rv) lead which is programmed to unipolar configuration. Technical services (ts) noted events with myopotential noise and oversensing, one of which resulted in 2.5 seconds of pacing inhibition. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to device coding. This lead was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the physician called for review of episodes involving this right ventricular (rv) lead which is programmed to unipolar configuration. Technical services (ts) noted events with myopotential noise and oversensing, one of which resulted in 2.5 seconds of pacing inhibition. This rv lead remains in service. No adverse patient effects were reported.